Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 250cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (grade unknown) postoperatively. The patient experienced hardness of her breasts within six months from the implantation surgery and had a consultation with a healthcare professional. The patient¿s physician suggested to give sometime and follow up in the future. The patient stated that the hardness is a little better currently, but continues to experience the hardness. At the time of this report, mentor has received no information regarding an expected explantation date. The date of event was estimated as (B)(6) 2018 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
Per additional information received on june 13, 2025. Stated that the grade of capsular contracture on both sides is grade iii. Manufacturer¿s reference number: (B)(4).